Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were unresponsive. Customer stated that insulin pump had lost settings after battery change. Customer stated that insulin pump rejects new batteries and it had diminished battery life. Customer stated that insulin pump had unexplained no delivery alarms. Customer stated that insulin pump did not alert when reservoir was low. No harm requiring medical intervention was reported. The device will not be returned for analysis.